Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive and requiring harder presses to obtain a response over the past one to two weeks. She stated that the down arrow button still has normal spring back. The patient stated that she wears the pump in a "leg thing" or clipped to her waist, and that she cleans the pump with a cloth dampened with water only.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of contamination found under the contrast and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.